Event description:
During surgery metal rod penetrated the scrub tech's hand.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.